Event description:
It was reported, a minimally invasive mitral valve repair with an sjm tailor annuloplasty ring (model tarp-29) was attempted but was unsuccessful. Therefore, the pt's mitral valve was replaced with this bicor valve,and the implanting surgeon stated visibility was poor in this particular case. Approx. Three months postoperatively, the pt had a stroke and significant mitral regurgitation. The valve was explanted and during the procedure, a suture loop was observed. The valve was replaced with a larger 31 mm sjm epic mitral valve (model e100-31m-00 and). A tricuspid ring was also implanted. Add'l info has been requested.